Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise when inserted into the newly implanted device. Upon closer look the impedances were out-of-range (oor) at greater than 2000 ohms. As a result the lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.